Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was flickering due to a damaged cable unit. Additionally, the coupler unit had a broken pin that was compromising the connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head¿s screen was intermittently losing its image during preparation for a laparoscopic procedure. According to the initial reporter, the staff completed the intended procedure without any delays or patient harm using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the damaged cable unit could not be determined. Olympus will continue to monitor field performance for this device.